Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via social media that they had issues with the sensor readings. The sensor and blood glucose level readings were more than 100 points off. The meter read 139 mg/dl but the insulin pump went into threshold suspend because the sensor read 39 mg/dl. The device was not returned.